Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged adapter was confirmed, and the cause appeared to be manufacturing related. Representative 20g nexiva devices were returned for investigation in sealed unit packaging from lot #5274629. It was observed on one unit that the pink dual port adapter exhibited deformation that was consistent with the assembly process. The deformation prevented a proper connection, which resulted in a leak and would affect the flow rate. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Leakage from IV nexiva insert system. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No adverse event or serious injury reported. The IV tubing disconnected from the dual port hub. A new IV was needed to care for the patient. What was the medication/fluid in use at the time of the event? Fluids.